Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a stent implanted without any reported issue. Approximately 10 days later the patient reported that he felt his ster num was damaged or possibly broken and was experiencing pain that has gotten worse and the patient was unable to function. Follow up information confirmed that the patient was in the emergency room (ER) for the pain. A large hematoma was found on the patient¿s sternum. The ER physician is deciding whether to evacuate the hematoma or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.